Event description:
It was reported that the catheter fractured at the spine. The distal segment was not recovered. A new distal segment was added. The report indicated that the patient was unharmed. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.